Event description:
It was reported that stent dislodgement occurred. The 10% stenosed, 12 mmx2.5 mm, with no significant bend target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced with no resistance encountered to treat the lesion. It was noted that accidental pressure was applied to the delivery system while advancing the device at the lesion site. There was no interaction between the stent and any other devices used during the procedure. However, the stent became dislodged from the balloon inside the patient. The unexpanded stent was pulled back into the guide catheter. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 16 x 2.50mm was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile inspection of the hypotube shaft revealed no issues along the shaft of the device. There were no issues identified with the outer / mid-shaft sections or the inner lumen of the device. The stent was detached from the delivery system. The stent struts were stretched and bunched. The stent outer diameter could not be taken. Microscopic analysis revealed that the stent struts were stretched in the mid-section of the device and bunched at the distal and proximal ends of the stent. The balloon cones were reviewed and were subjected to positive pressure. The bumper tip showed no signs of distal tip damage. No other device issues were identified.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred. The 10% stenosed, 12 mmx2.5 mm, with no significant bend target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced with no resistance encountered to treat the lesion. It was noted that accidental pressure was applied to the delivery system while advancing the device at the lesion site. There was no interaction between the stent and any other devices used during the procedure. However, the stent became dislodged from the balloon inside the patient. The unexpanded stent was pulled back into the guide catheter. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.